Event description:
It was reported that the patient experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited undersensing and loss of capture. Rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.